Event description:
The manufacturer received information a user of a dreamstation auto CPAP passed away. The patient's spouse reported the patient's death and did not want to answer any questions. The cause of death was not provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.